Manufacturer narrative:
G4:16dec2020 b4:(B)(6)2020 h6: patient code updated: the device was being used on a patient at the time of the event. The device kept functioning. The failure did not cause a delay in the patient's therapy. There was no patient or user harm reported. The device was tested; however, the reported issue could not be duplicated. The customer canceled the repair service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
It was reported to philips that the device had a alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.